Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette during peritoneal dialysis therapy without an alarm. This event occurred during use while the patient was connected. Care giver said that they have done everything, and checked for air in patient line. Per the care giver there are a few gaps of air. Care giver does not set up for therapy and assisted to end therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.